Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with the top half of the screen being faulty was confirmed during product evaluation. This condition is due to a defective main display. The liquid crystal display was replaced to fix this condition. This issue has been escalated to CAPA. This involved a colleague infusion pump with a user interface module master software version 8.11.00.

Event description:
A colleague infusion pump experienced the "top half screen is faulty" was reported to baxter (B)(6); this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface software version is currently unknown.